Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Part received on (B)(4) 2013. An investigation was conducted and it indicates that the fracture surface of the shaft of the locking bolt the initial fracture area and the fracture behavior were identified. The crack started on the surface of the locking bolt and ran into the device material. After breaking, two fragments rubbed against each other causing the destruction of the fracture surfaces (abraded and shiny areas). Fatigue striations were observed at the crack propagation zone and almost over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The small area with dimples corresponds to the forced fracture zone. Scanning electron microscope (sem) showed that the implant failures were caused by fatigue and overload. Manufacturing documents were reviewed and no complaint related issues were found. It was reported that the part was not received and the lot number was unavailable; however upon further review the lot number was available, a DHR was requested, and the part was received on (B)(4) 2013. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a proximal femoral nail a (pfna) was discovered to be broken. It is unknown where this occurred. No additional information is available. This is report 4 of 4 for complaint (B)(4).